Manufacturer narrative:
Patient information did not contain enough spaces. The entire ID is (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated inconsistent diluted hemoglobin results on the cell-dyn ruby compared to other methods. ID (B)(6) initially generated below linearity hemoglobin results due to high wbc approximately 400,000. After 1:3 dilution the hemoglobin was cell-dyn ruby 7.7 g/dl but gasometer hemoglobin 10 g/dl and avida method 3.9 g/dl. The account does not know the correct hemoglobin result. The patient has acute lymphocytic leukemia. No impact to patient management was reported. Patient race/ethnicity not provided.

Manufacturer narrative:
The investigation included review of submitted data, product historical data, product labeling. A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify any adverse trends or abnormal complaint activity. From the data reports provided from the account, various flags were generated for each result, and the various parameters were marked suspect (*), including wbc, rbc, and hgb. In addition, the mchc results (> 50 g/dl) in each diluted sample also indicated that the results were not reliable. A review of the product labeling concluded that the issue is sufficiently addressed. No customer returns were available for evaluation. No product deficiency was identified.